Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known when it will be received, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Follow up information from the rep suggests that the associated guidewire was placed incorrectly which possibly contributed to the sheath breaking. Other than this possibility, a root cause for the failure cannot be determined. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that his biointrafix large sheath, 30mm, and his biointrafix tapered screw , 7-9mm x 30mm, broke while being inserted. The sales rep reported that nothing was left in the patient and the surgeon completed the procedure with another like device in the same bonehole with no delay or patient consequences. The sales rep was not present. No further information was available. Depuy orthopaedics received maude report mw5033236 from the FDA on 1-30-2014, and forwarded it via fax to mitek complaints on 2-6-2014. It has been determined after talking with our sales rep on (B)(4) 2014 that mw5033236 is the same event as reported for this complaint. Our sales rep indicated on (B)(4) 2014 that he was not notified by the customer of a guidewire fragmenting until a couple of weeks after the event, when the patient visited the surgeon for a post-op visit and an x-ray showed a metal fragment beside the biointrafix sheath. The sales rep reported that it was unknown who the manfuacturer of the guidewire was. See associated maude report mw5033236 and medwatch # 1221934-2014-00083.

Event description:
The sales rep reported that during an acl repair that his biointrafix large sheath, 30mm, and his biointrafix tapered screw , 7-9mm x 30mm, broke while being inserted. The sales rep reported that nothing was left in the patient and the surgeon completed the procedure with another like device in the same bone-hole with no delay or patient consequences. The sales rep was not present. No further information was available. Depuy orthopaedics received maude report (B)(4) from the FDA on (B)(6) 2014, and forwarded it via fax to mitek complaints on (B)(6) 2014. It has been determined after talking with our sales rep on (B)(6) 2014 that (B)(4) is the same event as reported for this complaint. Our sales rep indicated on (B)(6) 2014 that he was not notified by the customer of a guidewire fragmenting until a couple of weeks after the event, when the patient visited the surgeon for a post-op visit and an x-ray showed a metal fragment beside the biointrafix sheath. The sales rep reported that it was unknown who the manufacturer of the guidewire was. See associated maude report (B)(4) and medwatch # 1221934-2014-00083.